Event description:
The user facility reported that an employee obtained an injury when the wheel assembly of the container rack to their vision 1327 cart washer/disinfector detached, causing the container rack to tip and strike the employee's shoulder. The employee sought medical treatment and received medication, physical therapy, and returned to work.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the container rack and found that the jam nuts were loose on the wheel assemblies of two container racks. To resolve the issue, the technician re-secured the wheel assemblies. The unit was tested, confirmed to be operating according to specification, and returned to service. The container rack is not under a steris service contract for maintenance activities; the user facility is responsible for all maintenance activities. Steris provided in-service training on the proper use and operation of the container rack, specifically on proper maintenance practices. No additional issues have been reported.